Event description:
Our customer reported that the pump displayed numerous cartridge alarms. There was no information provided about the impact on the customer's blood glucose level. The pump was returned for assessment, and it was noted during a system check that despite previous cartridge alarms, the pump successfully loaded a cartridge and delivered a bolus without any further alerts or alarms.